Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The patient's blood glucose level was up to 470 mg/dl during the night. The next day, the blood glucose results were "above 390 mg/dl - 400 mg/dl". The patient had symptoms of malaise, vomiting, and pain in her body. The patient was taken to the hospital and was treated with insulin via pen injection and infusion. On (B)(6) 2016 in the morning at an unknown time, the blood glucose decreased to 51 mg/dl on the hospital meter. Later in the morning at 10:30 a.m., the blood glucose increased to 390 mg/dl on the hospital meter. The patient is still currently in the hospital. The infusion device was requested to be returned for product evaluation.